Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture and granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, rupture and granuloma.

Event description:
Patient reported "symptomatic," experiencing "pain," and reported that one was "enlarged and bigger than the other." Healthcare professional additionally reported capsular contracture baker grade iii, rupture, granuloma, and exchange due to patient's concern with the product. Device has been explanted. This record is for the right side.